Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing bleeding from the implant site, due to skin damage. The recipient was admitted to the hospital for IV antibiotics (type unknown) treatment.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional information were unsuccessful. The recipient's site has reportedly healed. The recipient remains implanted. This is the final report.

Manufacturer narrative:
The recipient's implant site has reportedly healed.